Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmission showed that the right ventricular (rv) lead was oversensing noise resulted in pacing inhibition. Programming changes were performed. The patient was in stable condition.

Event description:
New information received indicates that initial programming changes made did not resolve the issue and the patient will continue to be monitored.